Manufacturer narrative:
The customer reported that their core unit (g9) pacing spikes are not showing up on the monitors when a patient is being paced. The customer also reported that this led to a patient being inappropriately paced leading to svt. This further led to the patient being started on anti-arrhythmic medications which could have been avoided had the pacing spikes been visible.

Event description:
The customer reported that their core unit (g9) pacing spikes are not showing up on the monitor when a patient is being paced.